Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-aug-2014, UDI#: (B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: 15-nov-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and failed back surgery syndrome. A full system replacement was being performed on the date of this report. It was noted the catheter was coming out in pieces and they could only find a small portion of the distal catheter but not the piece going into the spine. It was reported they could see an object where they thought there was a catheter, but they did not know what it was. An x-ray was provided to see if it was part of the 8731. It was explained we could not determine what the object was but appeared too big/bulky to be a catheter. The patient had reported that her pump was empty and the catheter was no longer in the intrathecal space. The patient had been seeing another physician and the case was much more complicated, so they were going to let the patient heal and come back at a later time. The pump was removed. The event date was (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they became aware of the event at the time of surgery, on (B)(6) 2019. It was reported the doctor did not know how long the patient had been without drug or what symptoms they may have experienced because the patient came to him with no drug in their pump and their catheter out of the intrathecal space.